Event description:
It was reported from patient with this cardiac resynchronization therapy defibrillator (crt-d) experiencing anomalies with the device. This device remains in service. No adverse patient effects were reported.